Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced an issue with infusion set since the tape was not sticking. The issue occurred while the patient was asleep. No further information was available.